Event description:
It was reported that the pump modules were not alarming air-in-line, per the nurses. The issues were encountered after the devices received software upgrade. It was further noted that the clinicians were able to narrow down the issue to "abraxane" infusion. Although requested, additional information was not provided. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump modules were not alarming air-in-line, per the nurses. The issues were encountered after the devices received software upgrade. It was further noted that the clinicians were able to narrow down the issue to "abraxane" infusion. Although requested, additional information was not provided. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 no findings available. Additional information: if other specify, imdrf annex a, b, c and g codes. H3 other text : customer provided sample photo only. No device was returned.